Event description:
Coil did not deploy. Coil was removed from patient, no harm. We have retained the coil and detachers for inspection. Mechanical failure. Balt peripheral embolization coil f230900925.